Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of pts receiving more medication than intended. The customer contact reported that when using syringes on the secondary ports of cassettes, pts received more medication than intended. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. Though requested, no additional info was provided including if there were reports of any adverse pt events while the devices were in clinical use.